Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm and beat rate drop while supporting the patient as he slept. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.